Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue. Method: actual device not evaluated. Process eval.

Event description:
The user reported that they were unable to control the roller clamp to adjust the fluid flow. The user discarded the device at the hospital. No harm or injury was reported.